Event description:
The customer reported having problems with the pump. It was indicated that pt was hospitalized for high bgs a month before the call. The customer needs more training on the pump. In addition, the pump had an alarm. It was found that the bolus maximum was setting low. The customer requested assistance in setting the basal rates higher. Advised the customer on the two high bg rule.